Event description:
Caller alleged discrepant results with the inratio meter compared to the laboratory for one patient. Complaint summary: date - (B)(6) 2013, inratio - 2.4, laboratory - 5.0. Time elapsed between each method of testing was two (2) hours.

Manufacturer narrative:
Comparison of inratio test with lab results provided by end-user at time complaint was filed: date (B)(6) 2013, inratio - 2.4, reference - 5.0, mean - 3.70, confidence limits - (2.2 - 5.3). The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. Results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. No product associated with the complaint is expected for return. In-house therapeutic donor testing was performed on reported lot 289244. Results as follows: donor - (B)(6), inratio results - (2.2, 2.5, 2.3), (2.0, 2.0, 1.9), reference - 2.52, 1.87, bias - (1.52 - 3.52), (1.37 - 2.37), %cv - 6.55, 2.94. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. (B)(4). This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.